Event description:
Broken im plug during insertion into femoral canal. No replacement device available. Bone plug was made as an alternative. (B)(4) 2015: the sales rep confirmed that the bone plug was made by using some of the patient's own bone which was created by harvesting it from the already excised femoral head. This added 3 to 5 minutes onto the procedure. (B)(4) 2015: sales rep noted that two bone plugs broke during this procedure which is why they choose to create a bone plug from the patient's bone.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Disposed of by hospital.

Manufacturer narrative:
Corrected data: expiration date, device manufacture date. Reported event: an event regarding a fractured device involving an exeter bone plug was reported. The event was confirmed. Method & results: no devices were returned, but based on a photograph provided, it appears that the broken off top of one im plug remains in the plug introducer instrument. The remaining part(s) of the fractured im plug is not visible. DHR review was satisfactory. There have been no other events for the lot referenced. It is noted that a quantity of two im plugs of lot l7267 fractured during this surgery. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
Broken im plug during insertion into femoral canal. No replacement device available. Bone plug was made as an alternative. 03/24/2015: the sales rep confirmed that the bone plug was made by using some of the patient's own bone which was created by harvesting it from the already excised femoral head. This added 3 to 5 minutes onto the procedure. 03/26/2015: sales rep noted that two bone plugs broke during this procedure which is why they choose to create a bone plug from the patient's bone.